Event description:
The following info was reported to davol by the pt's attorney: (B)(6) 2010 - pt was implanted with composix e/x mesh. The attorney report alleged that the pt experienced "mental and physical pain and suffering, has sustained permanent injury".

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. Additionally, the device has not been returned for eval. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.